Manufacturer narrative:
(B)(4). Follow up: a device history record review was completed by our quality engineer team for provided material number 303552 and lot number 4122737. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: during the aspiration process, when I was working with the syringe upright, I noticed that there was a leaking at the bottom where the seal is. I would like to inform you that we have received a complaint from a client, in which she informs us that during a preparation procedure with an infectious risk antineoplastic, there was an overflow and according to the legislation rdc 220/2004, the material with the volume of medication was discarded, the surface of the chapel was decontaminated and a new preparation was carried out. Through negotiation, the client received a discount on the price of the product, but she also requested action from the supplier, either corrective or preventive. As this is a risky process, there was no time to take photos or keep the product for samples. Additional information received on 02/21/2025. Is there any patient impact, if yes, please explain in details? A: there was no impact on the client, medical or surgical intervention, or exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin, as the product was being handled in a chapel. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) a: no. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) a: no. Was anvisa notified? If yes, what was the notification number? A: anvisa was not notified. Can you please confirm the date of event? A: 23/12/2024 at 13:30.